Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, while the customer was cleaning up after the surgery performed by the surgeon, it was discovered that the tip of the monopolar curved scissors instrument was broken. It was confirmed that there were no fragments left inside the patient's abdominal cavity and there were no injuries or complications. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and nothing unusual was found during the inspection.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measured approximately 2.02mm x 1.47 in size. Additional common causes include improper installation or removal of the tip accessory. Due to the broken tube adapter, a detached fragment was observed that were not returned with the instrument. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.